Event description:
The reporter states that she obtained a 491mg/dl and 166mg/dl blood glucose comparison on the accu-chek aviva system. The results were obtained within a 10 minute timeframe. No reported actions taken. No adverse event reported. New system sent and return requested.